Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the bearing sleeve device was over-heating. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the device was overheating. An assessment was performed which found that the unit reflected heat with a reading of 154 degrees fahrenheit which is greater than manufacturers' specification (154 degrees fahrenheit; specified reading is less than or equal to 110 degrees fahrenheit). Therefore, the reported condition was confirmed. It was determined that the cause of the failure was due to worn out bearings. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.